Event description:
It was reported by the customer, "they have had malfunctioning huber needles. When deaccessing, the safety function of the huber needle has been malfunctioning. When holding the hub down and pulling up on the needle, it gets stuck and the nurse has to let go of the hub and pull needle out without the safety sheath covering the needle." It was stated this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.